Manufacturer narrative:
The insulin pump passed operating current, unexpected error test, displacement test but compromised forces sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer's blood glucose was 107 mg/dl at the time of the incident. During troubleshooting, the customer indicated the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.